Event description:
Covidien received info stating that an 840 ventilator generated a device alert that rendered the device into an inoperable state. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported that he was not able to duplicate the alleged malfunction and that the device passes extended self testing and rns normal on a test lung. Tse recommended upgrading the software on the device. The customer reported that a covidien customer support engineer (cse) is scheduled to be on site and he will have software upgraded. (B)(4).